Manufacturer narrative:
This event is being reported as a malfunction of the keller funnel device because it may have contributed to the reported fracture in the internal silicone of the breast implant. Although there was no injury to the patient in this case, delivery of the breast implant to the breast pocket space could require additional medical intervention in the event that the device fracture is not noticed by the implanting physician. Information contained in this report regarding the associated allergan breast implant device will be submitted via psr. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: caution! Using excessive force may damage the implant. If the implant does not gently advance through the funnel into the surgical pocket, similar to the amount of force required during the sizing confirmation step, stop! Ensure the distal end is not folded, pinched, wrinkled, or overly constricted. Verify that both the incision and surgical pocket are large enough to accommodate the implant. Verify the end of the funnel is not inserted more than 1 cm, is directed toward the center of the surgical pocket, and the pathway is not obstructed by muscle tissue, or surgical instruments.

Event description:
Healthcare professional reported that an allergan inspira® textured silicone gel filled breast implant was inserted using a keller funnel¿2. Physician was not happy with the "appearance" during surgery and therefore removed the implant. Physician states " I wonder if somehow the keller funnel fractured the internal silicone." There was no reported damage to the funnel.

Event description:
Additional information: when right side implant was inserted, surgeon noticed uneven surface to patient's skin, so implant was removed and it was "rippled." A different implant was inserted using the same funnel. Funnel was hydrated in aqueous betadine nacl 0.9%.

Manufacturer narrative:
Clarification: upon additional review, the event is not considered reportable as the it was not caused or contributed to by the keller funnel.

Event description:
Upon further review by medical professional, this is a report of a provider who reported disrupted internal gel noted after implantation. A keller funnel was used. During the surgical procedure, the device appeared distorted following implantation and was immediately removed from the surgical pocket. A new implant was inserted aided by a keller funnel without incident. There is no evidence that the keller funnel caused or contributed to the observed changes to the device.